Event description:
After changing the steri-cath on a mechanically ventilated pt, the clinician allegedly noted that the pt's exhaled tidal volume was only 280-300 ml and the tidal volume was set at 600ml. The pt had an sa02 of 80%. The pt was taken off the ventilator and manually ventilated while the ventilator and circuit were checked. The clinician reportedly discovered that the steri-cath thumb valve was not working properly alledgely allowing the tidal volume loss. The steri-cath was replaced and the pt's tidal volume and sa02 returned to normal.